Event description:
The customer reported that the staff did not hear alarms that led to a delayed response to a pt. The pt expired.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.